Event description:
It was reported that the pt experienced a change in therapy effect, the pt was "more rigid and spastic than ever." The pt "seems like he was better before pump" and he "is definitely back to where he was." Per the rptr, the pt "can't feed himself" and "speech has gone backwards ... Can hardly understand". The symptoms occurred "within 3 months of implant"; the pump was working post-implant for a short time. Both the implanting and refill hcps have been working on this issue. X-rays have been performed and the hcps have indicated that the pump was "working and catheter is in place." No volume discrepancies have been noted. Per the rptr, the hcps have said they've done all we know how to do. "They are suspecting that a "bony blockage" may be "blocking the flow of the baclofen" as the pt has "a lot of bone" due to spinal cord injuries. The hcps have increased the dosage and administered a bolus but this had "no effect." The call was related to baclofen. The pt was scheduled for a pump replacement. Additional information has been requested from the hcp, but was not available as of the date of this report.